Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor plug was seated in mount properly. Extracted data from returned sensor using approved software. Sensor found to be in state 4 with event log 3. Removed the sensor plug and inspected the plug assembly, no failure mode observed. All results were within specification. Sensor was reprogrammed and simvivo test performed. All results were within specification. No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving an error message on the 5th day of wearing an adc device and was unable to obtain readings. The customer further reported experiencing a loss of consciousness and was unable to self-treat. The customer was able regain consciousness and self treated with ice cream 5 hours later. There was no hcp or third-party intervention reported. There was no report of death or permanent injury associated with this event.